Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while the patient was in the intensive care unit for non device related issues, upon interrogation loss of ventricular capture was observed. A chest x-ray revealed that the left ventricular lead had dislodged. The device was reprogrammed to right ventricular pacing. The patient postponed his scheduled repositioning procedure. Hospital staff were attempting to schedule another appointment.